Event description:
Following a ptca procedure, an angio-seal device was placed and hemostasis was achieved. However, two hours following device deployment, bleeding was noted and a sandbag was subsequently placed. Two hours following placement of the sandbag, an expanding hematoma was noted. A femostop device was placed for a duration of two hours, which secured hemostasis and resolved the hematoma. It is important to note that the patient's procedural sheath was in place for a duration of 24 hours, which secured hemostasis and resolved the hematoma. It is important to note that the patient's procedural sheath was in place for a duration of 24 hours, and was placed at another facility prior to the patient's transfer to the facility where this event occurred. The following morning the site was noted to be eccymotic, as well as to have a soft hematoma (size unknown).